Event description:
It was reported by service report that the fowler was stuck and the footend will not lower unless weight is applied to the head section of stretcher. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: fowler.